Event description:
In 2008, boston scientific corporation was informed their during a procedure, the resolution clip device would not advance. The procedure was completed with another of the same device.

Manufacturer narrative:
.